Event description:
It was reported that a patient suffering from parkinson's disease underwent a bkp on an unknown date to treat an l2 compression fracture. It was reported that, 4 months post-operatively, the cement had extravasated anteriorly. The patient is reportedly asymptomatic and revision surgery is not being considered at this time. No further complications were reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.